Manufacturer narrative:
The complaint of a leak in the catheter is confirmed. Returned for eval is a section of (B)(4) catheter assembly. During functional testing a leak was observed emanating from the catheter between the 39 and 40 cm depth markers. The leak site is <0.1 inches in length. The leak site has dull edges. The tubing surrounding the leak site is unremarkable. At this time, the mechanism of damage is undetermined. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the mfg process. A chr of lot # retg0474 showed no other similar product complaint(s) from this lot number.

Event description:
Found a pinhole on the catheter. The indwelling period is 0 day. After the placement, blood was aspired to check the patency. However, air came out. When saline solution was infused, leak was observed around the punctured (catheter implanted) area. The catheter was removed and new catheter was implanted to replace the leaking catheter. To determine the leak site, the connector was disassembled from the removed catheter and tested for leak. Leak was found on the catheter around 40cm marker. The distal part of the catheter was disposed at the facility. The user claims the implantation was operated as usual and it is hard to believe the operation to be the cause of this incident.